Event description:
A hosp in another country, reported to our distributor that a rt021 catheter mount had a crack on the tube. No pt injury was reported.

Manufacturer narrative:
This report was prepared by rep the rt021 catheter mount is being sent back to fisher & paykel healthcare. There is no info on this to date. Results - no eval has been done pending the return of the device. Conclusions - info is insufficient at this time to make a conclusion.